Event description:
A button/power issue was reported with the adc device. The meter would not power on with a button press, and the customer was unable to obtain readings. The customer reported that he subsequently lost consciousness and was taken to the hospital, where the healthcare professional provided a "sugar water" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader serial #: (B)(4) has been returned and investigated. Visual inspection has been performed on the reader and observed damaged usb port. Visually inspected the usb/charging cable and power adapter and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The date of the event is unknown. Date entered is section b3 is based on customer's report of "2 weeks ago". All pertinent information available to abbott diabetes care has been submitted.